Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 20-jun-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint device was received in a handpiece tray which was inside the original folding carton. The device was inspected under magnification. The complaint device was received with the plunger rod fully retracted. Viscoelastic residue was identified through the length of the cartridge. The lens module was inspected and no damage or viscoelastic residue was identified. The device assembly was inspected and no issues are identified. The plunger rod was advanced and no issues were identified. Complaint issue "lens damaged" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After the diu450 model intraocular lens (iol) was inserted in the patient's eye, it was observed that the iol had two (2) perforations visible from the shooter. The iol was removed and the backup diu450 20.0 diopter iol was implanted into the patient¿s ocular dexter (right eye) without issue. There was no patient injury. Patient status post-procedure was reported as doing well. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.